Event description:
The patient underwent a full replacement. It was noted that the patient's generator was removed and that the patients leads were cut leaving & 2cm remaining. The explanting facility does not return to manufacture per protocol.

Event description:
It was reported that high impedance was detected on the patient's generator. A review of the device history records was performed for the implanted generator and lead. Both devices passed all functional specifications and quality tests prior to distribution. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.